Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tubes were under filling with a bd tube k2edta plh 13x75 3.0 plblce gld. The following information was provided by the initial reporter, translated from dutch to english: (2 of 3 complaints) after the procedure, my colleague did not fill in any plasma in the transparent and yellow tubes. I tried with a new yellow tube myself and only filled in a little plasma.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes were under filling with a bd tube k2edta plh 13x75 3.0 plblce gld. The following information was provided by the initial reporter, translated from (B)(6) to english: (2 of 3 complaints) after the procedure, my colleague did not fill in any plasma in the transparent and yellow tubes. I tried with a new yellow tube myself and only filled in a little plasma.